Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that there were no issues with the device. A technical support specialist (tss) dialed into the server and ran the device critical override reason, where inbound messages were down or delayed, and the override had ended. Tss then proceeded to run the downtime query and verified that all care fusion coordination engine (cce) ¿ enterprise (es) communications were recent. The pis sync server information was checked, and all entries were confirmed to be recent. Finally, health sight viewer was opened, and it was confirmed that there were no recent devices on critical override. The system functioned as intended after the technical support specialist checked the device.

Event description:
It was reported that when using the bd pyxis¿ es server had critical overrides for all the stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.